Event description:
Device returned to MFR with report of questionable pump malfunction and pt with increased spasticity. Follow up with hcp re the event revealed pt experienced increased spasticity and was worked up at another facility with a dye study which was ok, last residual volume from refill was ok. Pt continued to have increased spasticity and increased pain but no catastrophic withdrawal symptoms. Pt presented for refill and 17 cc residual found in the pump. Pump replaced and returned to MFR for analysis. Pt has been doing well with the new device.